Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It was reported that the insulin pump had condensation in its screen. The customer declined to provide the blood glucose reading. The customer stated that there was also sawdust that had gotten inside the insulin reservoir. He noted that he is sensitive to insulin but declined further assistance. Nothing further reported.